Manufacturer narrative:
Citation: tartaglia et al. High residual gradients after transcatheter aortic valve implantation in raphe-type bicuspid aortic valve stenosis: insights from the ad-hoc registry. Clin res cardiol. 2025 nov;114(11):1595-1605. Doi: 10.1007/s00392-025-02726-0. Epub 2025 aug 6. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding high residual gradients after transcatheter aortic valve implantation in raphe-type bicuspid aortic valve stenosis. The study population included 942 patients who were predominantly male with a mean age of 78 years old. Multiple manufacturers¿ devices were implanted in the study population; 377 patients were implanted with a medtronic evolut r, evolut pro or evolut pro+ bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: high transvalvular gradients, arrhythmia requiring permanent pacemaker implant, moderate to severe paravalvular leak, patient-prosthesis mismatch, stroke, repeat aortic valve intervention, and congestive heart failure with hospitalization. No further information was provided pertaining to medtronic products.